Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were unable to charge their implantable neurostimulator (ins) using the recharger. During the call, it showed that the recharger was taking a charge from the wall. The patient was instructed to unplug the recharger from the wall and try charging the ins. At that time, the patient stated that the recharger showed a ¿battery needs to be charged up¿ error message and afterwards it would go to pictures. The patient then described seeing the ins charging screen and had six coupling bars. It was reviewed that everything appeared to be working, including the recharger, and the ins was taking a charge. The patient stated that they would only see the coupling bars when the screen was dark and that they couldn¿t see them when the backlight would come on. It was reviewed that the backlight always comes on and dims away. It was noted that the issue occurred during the week of this report. No patient symptoms were reported and there were no complications. Indication for use is rsd/causalgia-complex regional pain syndrome.